Event description:
When opening an ICU medical latex-free t-u-r y-set non vented set for transurethral resection procedures 96 inch, a hair was found inside the packaging with the tubing product. As this is a factory sealed product, it came from the manufacturer this way.